Event description:
It was reported by service report that the left side rail was broken, spacers cracked, right side rail did not latch properly. It is unk if there was pt involvement or if there are adverse consequences to report.